Event description:
Boston scientific crm received information that, during a routine follow-up appointment, this lead exhibited increased pacing threshold measurements and decreased sensing. A review of implant images revealed the helix of the lead had not been deployed at implant. No adverse patient effects were reported.

Manufacturer narrative:
The lead was repositioned. No further information is available. This report will be updated if additional information becomes available.